Event description:
A caregiver (cg) contacted baxter's technical service center regarding assistance removing the cassette, which occurred on the homechoice (hc) after use. The cg stated that the patient did not discard the supplies or retrieve the cassette that morning from the previous therapy. The patient just turned the hc off and went to bed. The cg stated that she turned on the hc to start a new setup and the hc alarmed high drain/call pd nurse (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The cg stated she called the peritoneal dialysis registered nurse (pdrn) and the pdrn was unable to get the hc to the press go to start prompt. The cg did not want to troubleshoot as they had spoken with the pdrn. The technical service representative (tsr) advised the cg that if the alarm repeated, they would need to call baxter. The tsr assisted the cg with opening the door. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated that she was aware of this event. She stated that the home patient's (hp) fill volume equals 2400ml, and the drain volume equaled 3000ml. She stated that the hp was probably using the 4.25% dianeal solution bag at the time of the event. Since then, there have been no new issues with the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed, based on the information gathered during baxter?s investigation. However, since the device was not returned for evaluation, the root cause of the report could not be determined. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. This issue is being investigated through CAPA.